Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. Dft and further actions will be discussed with the physician. The patient will continue to be monitored via merlin.net transmission.

Event description:
New information received indicates that the asymptomatic patient presented with new episodes of post-paced t-wave oversensing. Oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. Dft and further actions will be discussed with the physician.

Event description:
New information received indicated that an asymptomatic patient presented in clinic for a follow up. The device exhibited another post-paced t-wave oversensing. Further programming changes were made during the device check.